Manufacturer narrative:
The fire crew was unable to locate the source for some time. Roof spaces were checked and equipment. The accounts medical engineering attended for the strong smell of burning and noted that upon removal of the secure cover on the beds battery, the battery terminal appears to be damaged and possible source of smell. The hill-rom tech investigated and found there appears to be a crack in the plastic adjacent to the positive terminal that could indicate a leakage resulting in corrosion. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The hosp engineers had already replaced the batteries and placed the device back into use. The hosp engineers had already discarded the batteries. Based on this info, no further action is required.

Event description:
The account reported there is a strong smell of burning in the labor ward and a fire crew was called in for a potential fire situation. The bed was in room 2 of the labor ward at the facility. The pt and the labor ward were evacuated to a safe area and the fire alarm was activated. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).